Manufacturer narrative:
The ge representative conducted an onsite investigation. The interconnect cable was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system would intermittently shut down. No pt injury was reported.